Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It was reported that significant valve leakage occurred, there was aspiration of a lot of bubbles when aspirating with catheter inside the sheath. No leakage was observed when the sheath was used without the catheter. The device was replaced, and the procedure was completed without further complications. The device is expected to be returned for analysis. It was further reported that there were excessive bubbles observed in the aspiration syringe and in the sheath flush line, additionally no air was observed in the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a farapulse pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. It was reported that significant valve leakage occurred, there was aspiration of a lot of bubbles when aspirating with catheter inside the sheath. No leakage was observed when the sheath was used without the catheter. The device was replaced, and the procedure was completed without further complications. The device is expected to be returned for analysis.